Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was to report that when they tried to connect to the implant today they received the message device not responding, retry after they saw the numbers. Instructed the patient to first close the app and then reopen and reviewed general use of the communicator. With instruction the patient was able to connect right away. The troubleshooting steps that were taken on the call resolved the issue. When asked, patient said that they used a dexcom7 glucose monitor and onmipod5 tubeless, wearable automated insulin delivery system as the patient said is diabetic. The patient said that they just started using this onmipod 5 which they use three times a week and was located in their stomach area. The patient said that today they put on a new omnipod5 and sensor before they tried to connect to their implant. Patient to monitor if notices any pattern when trying to connect after using dex7 glucose monitor and omnipod5 insulin system.